Manufacturer narrative:
Upon visual inspection, there were no fractured screw parts inside of the returned implant. The complaint could not be verified. The lot number for the abutment screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Event description:
The dentist reported that abutment screw fractured within the implant. Implant was removed.